Manufacturer narrative:
Correction: - analysis should be "the field event of premature depletion was confirmed. A drop in the battery voltage consistent with battery depletion was observed. Further analysis will not be performed at this time per legal hold." Note: the words " associated with lithium clusters" was removed from the previous analysis conclusion as this was added in error and was not confirmed. Further analysis was not performed due to a legal hold.

Manufacturer narrative:
The field event of premature depletion was confirmed. The alert was due to a transient drop in the battery voltage that is consistent with battery depletion associated with lithium clusters. Further analysis will not be performed at this time per legal hold.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was stable prior, during and post procedure.